Event description:
Unrequested bolus dose deliveries. The pump was programmed at 7:23pm to deliver 1mg/ml of morphine, pca only mode with a 5mg pca dose and a 30 minute patient lockout. At 10:30pm, the syringe was found to be empty. The patient reportedly received 30mg in 3 hours. This amount of medication was within the programmed parameters; however, the patient claimed that they had activated the patient pendant only 3 times. Three doses of 5mg would have equaled 15mg and not the 30mg that were delivered. The patient did not experience any adverse effects and no medical interventions were required.